Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a high ventricular rate episode on an electrogram demonstrated autocapture safety pacing on a t-wave, resulting in a non sustained ventricular tachycardiac episode.